Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b partially fired 1/16 not loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Upon further evaluation, the device was noted to be non-functional due to corrosion on the bulkhead contacts. One possible cause for this condition may be the exposure of cleaning solution. The bulkhead contacts were cleaned and the instrument was tested for functionality in the straight position with test cartridge and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The cut line was complete and the staples were noted to have the proper b-form shape. However 12 staples were noted to be missing from the staple line from the right distal end. No conclusion could be reached as to how the staples fell off, it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during an unknown procedure, power knife stuck in the middle of the reload. Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient reported.